Manufacturer narrative:
Additional information: h3, h4, h6. Correction: d2a, d9. Device evaluation: follow up report submitted to document device evaluation results. The reported event could be confirmed because the devices fragments returned showed that the plates are broken. Returned plates met dimensional specifications. Both plates fractured through fixation holes due to material overload and fatigue. Drill damage weakened plate 1 leading to its failure and increased load caused subsequent fracture of plate 2. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the plate was broken and the patient needs another surgery.